Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a percutaneous coronary intervention was performed on the left main artery, an angio-seal was used to block blood vessels. When the device was opened for use, the inside sheath was found to be kinked. The angio-seal device was not used to seal the vessels. They then completed the sealing procedure by switching to another company's product. The patient was reported to be in stable condition. Additional information was received on july 19, 2019. The lesion was on the left main artery. A 6f sheath was utilized during the procedure. A pre-deployment angiogram was performed. The vessel closure was performed with an abbott closure device.